Event description:
Information received by medtronic indicated that the insulin pump had fell in sink and insulin pump was filled with water and was not able to turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and exposure to moisture found on (B)(6) 2021. The pump powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No alarms were found in the history files or traces for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6)2021 19:54:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6)2021 23:40:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6)2021 23:25:45.000 and (B)(6)2021 23:42:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6)2021 23:36:58.000, (B)(6)2021 23:56:00.000 and (B)(6)2021 23:56:10.000 and insert battery alarm was recorded and found in the formatted history file on: (B)(6)2021 20:37:38.000 (B)(6)2021 18:06:21.000, (B)(6)202123:16:05.000,(B)(6)202123:18:15.000, (B)(6)2021 23:25:45.000 and (B)(6)202123:39:35.000 unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was confirmed. Upon checking on the power data, the unloaded vaa voltage (battery voltage) is 1.5v. The customer is using a good battery. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was confirmed due to corrosion on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was confirmed due to corrosion on the electronic assembly. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.